Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during drain four of five. The caregiver (cg) stated that the hp had somehow become disconnected from the setup and fluid was leaking from the disconnection. The cg capped off the hp. The technical service representative (tsr) assisted the hp in clearing the alarm and advised the cg to start over with new supplies or continue therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The care giver (cg) reported that the home patient (hp) accidentally disconnected from the patient line which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.